Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red blistering with an open sore. Field services confirmed the sore was bleeding. Was reported the patient was admitted to the hospital due to elevated potassium levels, there is no evidence the patient was admitted due to the device causing or contributing to a serious injury. The hospital removed the equipment. The medical outcome is unknown.